Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices and may also be compatible with the fisher and paykel mr850 and 950 humidification system devices. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged.

Event description:
A healthcare facility in wisconsin reported via a fisher and paykel healthcare (f&p) field representative that the tubing of an optiflow + adult nasal cannula was found damaged during use. The healthcare facility also reported that the patient's saturation level dropped rapidly when the tear happened. They reported that the loss of oxygen delivery led to bradycardia and hypoxia, with the patient experiencing a near cardiac arrest. The nurse immediately intervened by using a bag valve mask and the subject cannula was then replaced. The healthcare facility stated that the bradycardia and hypoxia was later resolved after the intervention. There was no further reported patient consequences. The healthcare facility also reported that the patient was very confused and was pulling at everything including his own gown and tele wires. It was confirmed by the healthcare facility that it was possible the patient may have accidentally pulled the subject device as the patient was very restless and violent all night. It was reported that the nurse had to reposition the cannula multiple times.

Event description:
A healthcare facility in wisconsin reported via a fisher and paykel healthcare (f&p) field representative that the tubing of an optiflow + adult nasal cannula was found damaged during use. The healthcare facility also reported that the patient's saturation level dropped rapidly when the damage occurred. They reported that the loss of oxygen delivery led to bradycardia and hypoxia, with the patient experiencing a near cardiac arrest. The nurse immediately intervened by using a bag valve mask and the subject cannula was then replaced. The healthcare facility stated that the bradycardia and hypoxia was later resolved after the intervention. There was no further reported patient consequences. The healthcare facility also reported that the patient was very restless, confused and violent, and was pulling at everything including his own gown and tele wires. It was also reported the nurse had to reposition the subject device multiple times because it shifted due to the patients restlessness in bed. The healthcare facility confirmed that it is possible that the patient may have accidentally pulled the equipment or became caught in it. The exact model of the optiflow + adult nasal cannula was not provided, as the subject device was disposed by the healthcare facility.

Manufacturer narrative:
(B)(4). Product background: the optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times. Method: the complaint optiflow + adult nasal cannula was not returned to f&p for evaluation. Our investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: the healthcare facility has stated that the optiflow + adult nasal cannula was damaged during use. The healthcare facility also reported that the patient was very restless, confused and violent, and was pulling at everything including his own gown and tele wires. It was also reported the nurse had to reposition the subject device multiple times because it shifted due to the patients restlessness in bed. Conclusion: our investigation was unable to determine the exact cause of the reported damage. Based on our knowledge of the product, and the information provided by the healthcare facility stating that it is possible that the patient may have accidentally pulled the equipment or became caught in it, the likely cause of the reported damage may have been caused by the tubing being subjected to excessive force during use. F&p's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject optiflow + adult nasal cannula would have met the required specifications. The user instructions which accompany the optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the head strap clip and the tubing clip are appropriately attached. The user instructions also state: - "do not crush or stretch tube, to prevent loss of therapy." - "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." - "cannula can become unattached if not used with the head strap clip." - "attach tubing clip to clothing/bedding to prevent cannula from pulling off face." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "failure to use the set-up described above can compromise performance and affect patient safety."